Event description:
It was reported that the pt's device was showing dc/dc code=0 on system diagnostics performed when she is historically a dc/dc code=2. For the last week, the pt has been unable to feel magnet stimulations and they were not stopping her seizures as usual. The pt also noted that she is no longer coughing and does not feel the stimulation traveling from her generator to the electrodes (the physician described it feeling like it stopped about halfway up the lead). The physician said the pt did not note any particular trauma event that may have caused an issue. When the physician increased the output current, the pt was then able to feel the magnet activation again, but could not feel the normal mode stimulation. Pt was referred for x-rays and revision surgery is being considered, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but has not caused or contributed to a death or serious injury.